Event description:
It was reported that during the procedure, while advancing a 2.5x38 rx xience prime stent delivery system to a heavily calcified, de novo lesion in the mildly tortuous distal right coronary artery, significant resistance was felt during advancement and excessive force was applied. The stent was deployed at the target lesion, then a dissection was noted near the proximal area of the stent. The 2.5x38 rx xience prime stent delivery system was withdrawn from the anatomy without resistance. The dissection was treated via deployment of a 2.5x12 rx xience prime stent. There were no adverse patient sequelae and a clinically significant delay did not occur. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported resistance during advancement of the stent delivery system (sds) could not be replicated in a testing environment as it was based on operational circumstances based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.